Event description:
It was reported that this right ventricular (rv) lead was explanted as it was showing high pacing thresholds. A new rv lead was implanted, and the old cardiac resynchronization therapy defibrillator was replaced due to non-product experience. The explanted rv lead has been retained by the costumer at this time. No additional adverse patient effects were reported.